Manufacturer narrative:
Product analysis: analysis was able to confirm the cursor was very slow to respond to the stylus. The printed circuit board (pcb) was replaced and the stylus was calibrated with the overlay. Analysis also noted that the right keyboard hinge was broken and the electrocardiogram (ECG) connector was loose. The right keyboard hinge was replaced and the pcb with the ECG connector was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was sticking, requiring the user to press and hold on an icon in order to get it to pop up. The programmer was returned for service. There was no patient involvement.